Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal in continence and gastrointestinal/pelvic floor. It was reported that the patient¿s program was changed; caller stated that they were told to turn it up to 4, and if that didn¿t work to turn it up tp 5 and could go as high as 8. Caller stated they couldn¿t go above 4 and would get the upper limit screen confirming they had reached the upper limit of their programmed settings. Caller stated that it didn¿t seem to help the patient and further clarified it partially helped the patient, as they didn¿t have any bad accidents, but they still run to the bathroom 6-8 time a day. Caller stated the patient sometimes has a bowel movement, and sometimes doesn¿t. Caller mentioned the patient has multiple urges like a bowel movement. Patient was asked to sync with the patient¿s programmer and stim was on. No complications reported. No further patient symptoms reported/anticipated. Previously reported info omitted- additional information was received. It was reported that patient still has to run to the bathroom in the morning, and there are times where they can¿t get to the bathroom fast enough. It was noted that the patient was on ¿program/stage 2¿ and had gradually increased the amplitude to 6. The therapy expectation of 50% reduction of symptoms was reviewed, and it was recommended that they follow up with their healthcare provider to discuss programming options, symptoms, and next steps. No further patient complications are anticipated or expected as a result of this event. Additional information was received and it was reported that the device had never helped the patient and that patient had constant urge to go to the bathroom and could not get there quick enough. Last time patient was at the doctor's office, they were put on program 4 at 6.0v. Stimulation was increased to 6.8 and patient did not see any improvement in symptoms, so they increased to 7.5. No further complications were reported. Additional information was received. It was reported that the device was not helping and the caller stated that the device never worked. It was mentioned that the patient still had accidents and went to the bathroom all day long. The caller noted that they reviewed to take medicine and they were redirected to follow-up with their health care professional. Additional information was received. It was reported that the caller said the patient had a unit that was not working. Caller stated that the patient has had trouble all along. Caller said they tried increasing stim. Caller stated on june 4th they met with a rep who said the unit wasn't working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and there was no change in the device. There were no further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient tried using the website, but "it was slightly confusing to her".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient's spouse reported patient has upcoming appointment on (B)(6) 2018. The patient continues to have lack of effect. Patient was put on a new med a few months ago (name of med unknown), spouse was not sure how that medication was affecting patient¿s incontinence. The patient has never felt stim and husband was not sure the implant ever worked. There were no further complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the family member reported that the patient¿s device was to help with the urges and accidents. It was noted that not too long after implant of the device, it was not helping with their symptoms and they had a loss of therapy. The patient had been in for programming many times. They could never feel the stimulation and had tried increasing it to 6.6. The patient had met with the manufacturer¿s representative in june 2018 where they told ¿is not working¿ and had about 12-18 months battery life left. The representative mentioned the patient could get the device removed or have it checked to see what was wrong (¿it may be the leads or something¿). Further information received from the patient on july 13, 2018 reported that for 2 years "it worked very nicely" and they were off their medication. The patient stated they then started having issues. They mentioned that without their medication to help with their incontinence, they were ¿housebound¿ and ¿can¿t walk¿. When asked when they first noticed the issue, they responded "probably the (B)(6)" (month was unknown). Prior to this report, the patient had contacted their healthcare professional (hcp) where they got the manufacturer¿s representative to come in and adjust the device. It was initially reported that the representative adjusted it 2-3 times then it was later indicated that the representative checked it 3-4 times. This occurred ¿let¿s say end of 2016 and 2017". It was offered to make adjustments during the report, but the patient declined to make any and stated that the had already made adjustments. They also mentioned that because the implanted device was located in the patient¿s lower back on the left side ¿its hard to make adjustments and read the numbers¿. It had been like this since the beginning. It was noted that the patient did not have a doctor and was referred to a urologist that was about an hour away. The patient contacted the manufacturer to find an hcp that is trained on with the implanted device and they desired to have the device removed. The patient had an appointment with a urologist on (B)(6) 2018. It was also noted that the patient would be meeting with the hcp on (B)(6) along with the representative. The patient was also provided with physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the patient's spouse called to respond to an inquiry and stated the patient was seen by nurse at hcp office: device was checked and showed 12-18 months left of battery life. Device is still not working, and the reason is unknown. The patient has not had therapeutic relief since implant. Caller was unsure of next steps. There were no further symptoms or complications reported.